Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated atrial undersensing information. Intermittent atrial undersensing occurred to cause the device to inappropriately detect and treat with atp and shock the sinus tach episodes. (B)(4).

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing and inappropriate shocks. The inappropriate therapy was determined to have been the result of device programming which caused atrial undersensing, which resulted in false detections of ventricular tachycardia and ventricular fibrillation (vt/vf). It was further reported that the patient had missed medication doses and had consumed caffeinated beverages prior to the episodes. The device was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.